Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99305. Supplemental rationale: corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status: 1 device was not available for evaluation. 3 devices were received. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: degradation problem identified / bearings. 2 devices: wear problem / bearings. Product disposition: 1 device: product not received. 3 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 4 events for the failure: detachment of device or device component. - 1 event had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99305. Supplemental rationale: corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status: 1 device was not available for evaluation. 3 devices were received. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: degradation problem identified / bearings. 2 devices: wear problem / bearings. Product disposition: 1 device: product not received. 3 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device was not available for evaluation. 1 device investigation type has not yet been determined. 2 devices were received. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. 2 devices: wear problem / bearings. Product disposition: 1 device: product not received. 2 devices: scrapped by stryker. 1 device: product disposition is not yet determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 4 events for the failure: detachment of device or device component. - 1 event had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.